Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu pcba was installed in an fi test ventilator. Though the test ventilator was booted into the normal ventilation mode and the power was cycled on and off 15 times no errors occurred. However, there were 6 instances of the 1102 error code and 2 instances of the power restored 1218 error code found in the diagnostics log. The fi test ventilator with the customer returned cpu pcba was allowed to run for approximately 2 hours and no errors were generated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem.

Event description:
The manufacturer¿s international service technician found error code 1102 "primary alarm failed" in the diagnostic log. There was no patient involvement.